Event description:
Estech arm/retractor broke in patients chest. Instrument removed and new instrument obtained. X-ray taken at the end of the case. Direct communication occurred between the surgeon and the radiologist and chest was closed. No patient harm.